Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The device was returned to the manufacturer and investigation completed by product analysis on 13-june-2018 with the following findings: the display was confirmed to be dim/discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.